Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. Therefore, no repairs have been made at this time. The device has not been previously sent into service for the reported condition of failure. The device history record shows pump failed 'nurse call not function'. Harness rear inverter was changed & pump passed subsequent testing. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump a malfunction of failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.